Event description:
It was reported that after a peripheral interventional procedure, arteriotomy closure of the common femoral artery was attempted using a perclose proglide device. Reportedly, as the knot was advanced to the vessel, the suture pulled out from the vessel. Manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported suture pulling out of the vessel during knot advancement was not confirmed. Analysis of the device indicated a posterior needle-to-cuff miss occurred as indicated by undisturbed posterior cuff tabs. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.